Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip up fenestrated grasper instrument was noted to be broken. No fragment fell into patient. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-apr-2026: the break was actually a cable that snapped at the distal end of the instrument. No fragments fell into the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.